Event description:
Procedure type: hysterectomy. According to the reporter: the needle broke off and was left in pt. They tried to irrigate and remove needle but could not find needle. They took an x-ray to confirm needle is still in pt. Needle left in pt. There was no unanticipated tissue loss. There was no blood loss reported in excess of 500cc.

Manufacturer narrative:
(B)(4).